Manufacturer narrative:
Device not returned to manufacturer. An investigation will be done on the device lot number and a supplemental report will be filed upon completion of the investigation.

Event description:
Health care provider reported patient received (B)(4) product on (B)(6) 2014. Less than 24 hours after injection, the patient developed pain, pus in the eye, and loss of vision. The patient was treated with antibiotics in the emergency room, but lost his right eye, had endophthalmitis, and an evisceration. The cultures came out to be (B)(6). The needle being investigated, a bd precision glide, was co-packaged with (B)(4) product.